Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 6.5, 6.7, 6.5, lab: 4.5. Therapeutic range 2.0-3.0.

Manufacturer narrative:
Investigation pending.